Event description:
It was reported that during surgery, when the package was opened, it was found t1 and t2 fell off. No delay was reported. It is unknown if there was a backup available. No other complications were reported.

Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system, used in treatment, has been returned for evaluation. Visual assessment of the device confirmed th reported complaint. Both ts are free from the delivery needle. The actuator is in its t2 pre-deployment position indicating a trigger advancement. The condition of the device indicated the trigger was inadvertently advanced during removal from the paper carrier resulting in the pre-deployment. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.